Event description:
Device explanted due to suspected failure. Patient with malpositioned right acetabular component and suspected metal-on-metal reaction. Patient was experiencing instability and pain in the right hip.